Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 36 units of insulin; however, the customer expected to see 46 units of insulin. The customer declined to complete troubleshooting with tandem technical support, and indicated that the remaining insulin in the current cartridge would be used. Several hours later, during a follow-up call, the customer was able to load a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.